Manufacturer narrative:
The device code was updated. The field service engineer (fse) replaced the tubing which corrected the issue. The investigation determined the issue identified by the fse (leak in the tubing) was the cause of the event.

Manufacturer narrative:
The field service engineer (fse) found a leak in the reagent tubing. The investigation is ongoing.

Event description:
The initial reporter questioned the results for multiple patients tested for multiple assays on a cobas e 801 analytical unit. The customer provided discrepant results for 1 patient sample tested for elecsys tsh (tsh). The initial result was 0.0264 uiu/ml. The repeat result from a different e801 unit was 3.88 uiu/ml. The initial result was reported outside of the laboratory and corrected within 2 hours upon completion of repeat testing. The tsh reagent lot number and expiration date were not provided.